Event description:
It was reported that after two weeks of therapy with a renasys go device, a full canister/ blockage alarm was displayed. Patient's family confirmed that the dressing was compressed and that the patient felt suctioning motion. They attempted troubleshooting but the alarm was only resolved temporarily, but continued. No back-up was available at the moment of the failure. No information about delay. No patient harm reported. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe dressing integrity has been compromised. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.